Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The pull wire was completely retracted through the introducer sheath and out of the pusher assembly distal detachment tip (ddt) and the embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned device revealed that the ruby coil pusher assembly was fractured. If the pusher assembly become kinked during advancement and the introducer sheath is retracted over kinked pusher assembly, damage such as a fractured pusher assembly may occur. Further evaluation revealed that the embolization coil was detached from its pusher. If the pusher assembly becomes fractured, the pull wire will likely retract from the ddt, effectively detaching the embolization coil. The lantern and ruby coil¿s embolization referred to in the compliant was not returned to penumbra for evaluation. Penumbra catheters and coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the pusher assembly of a podj broke as the physician was removing the introducer sheath from the proximal end of the pusher assembly after advancing the podj into a lantern delivery microcatheter (lantern). Consequently, the podj unintentionally detached within the lantern, however the physician was able to push the podj in to the target location. The procedure was then completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.